Manufacturer narrative:
Additional information: physio-control replaced the power pcb assembly. After the device passed functional and performance inspection, it was returned to the customer. Further evaluation of the removed power pcb assembly was unable to replicate the issue. Further root cause could not be determined. Corrected data: section h10 additional mfg narrative of the initial medwatch report indicated: physio determined that the power pcb assembly should be replaced as a precaution. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio determined that the power pcb assembly should be replaced.

Event description:
The customer contacted physio-control to report that their device will not power on correctly, and that they must repeatedly push the on button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the power pcb assembly should be replaced as a precaution. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on correctly, and that they must repeatedly push the on button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will not power on correctly, and that they must repeatedly push the on button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Later, the device was returned for same issue. Physio-control evaluated the issue and replaced the therapy pcba as well. The device passed functional and performance testing and was returned to the customer. During further evaluation of the removed therapy pcb assembly, physio was also unable to replicate the issue. No root cause could be determined.